Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified peripheral artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified peripheral artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified peripheral artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with an alternate device. There were no patient complications as a result of this event. It was further reported that the procedure was completed with another of the same sterling balloon. The balloon was then removed successfully through the sheath.